Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down spontaneously. The programmer passed incoming functional tests. It was noted that the system fan was noisy and therefore the system fan was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer shut down spontaneously during a patient check. The programmer was returned to service. No patient complications have been reported as a result of this event.